Event description:
The svc report shows that the device failed the leak test during an evaluation of the device. The svc tech inspected the device and adjusted the piston guides. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.